Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to remove the competitor guidewire from the left ventricular (lv) lead. The physician pulled and cut the intervention wire leaving the wire in the inner lumen of the lead. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.